Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and it is unknown if the facility device reprocessing was implemented in accordance to the IFU, however, the was likely the the result of insufficient device reprocessing. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment. Inspection of the entire endoscope ¿8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. Inspection of objective lens surface cleaning function when using the air/water button (a) inspection of water supply ¿1. Cover the air/water button hole with your finger¿. ¿2. Push the button while covering the hole. Ensure that water flows across the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus image noise while using evis lucera elite colonovideoscope. There was no reported patient harm or impact due to this event. The device was returned to olympus and upon evaluation at the repair center, foreign matter was found in the nozzle. This report is being submitted for the reportable malfunctions found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of image noise was confirmed. Due to damage to the scope connector, a noise image occurs. The customer later confirmed the scope was cleaned, disinfected, and sterilized before returning the device for evaluation. Additionally, it was reported to be no delay in the start of pre-cleaning. The air/water nozzle was flushed with water and air as well as detergent solution. It was also indicated the air/water nozzle was not wiped with a lint-free cloth. The following additional findings were also noted: bending angle in up direction does not meet the standard value due to wear of angle wire. White-clouded area on the adhesive around the light guide lens. Peeled adhesive around the light guide lens. Peeled adhesive around the objective lens. White-clouded area on the adhesive around the objective lens. Cracked control unit, peeled paint on the suction cylinder, wear on switch button four, wrinkle on the universal cord. Due to wear of the flexibility adjustment ring, the function does not work. Water invasion in the device, due to clogging of the nozzle, the water removal ability does not meet the standard value. Air supply volume does not meet the standard value. Cracked adhesive on the bending section cover, chipped adhesive on the bending section cover, assorted scratches, and the play of up down knob is out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.